Manufacturer narrative:
Unit received with blank display due to moisture damaged at electronic assembly. The motor assembly had moisture damage. The following physical damage was noted: minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture/fluid. The customer¿s blood glucose was 155 mg/dl at the time of the incident. The customer states they jumped into the pool wearing the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.